Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with ectasia, weak corneas and loss of best corrected visual acuity (bcva) in both eyes after her treatment on (B)(6) 2008. The patient has not have additional treatment.